Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the pumping process. The alarm did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer filled a new cartridge, loaded it onto the pump, and successfully resumed insulin therapy before contacting technical support. The issue was confirmed and resolved by cts without prior exposure to external magnets.